Event description:
The customer reported an issue with their enteral feeding pump. Upon triage on (B)(6) 2017, the service technician found that the device was not alarming when turned on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device was not alarming when turned on. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.